Manufacturer narrative:
The field service engineer (fse) noted the customer had been using expired bleach to clean the system. The fse indicated quality control (qc) was within the laboratory's established ranges at the time of the event. The fse inspected the ratio pump and observed bubbles in the ion-selective electrode (ise) buffer reagent chamber. The fse replaced the ratio pump and resolved the reported issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the ratio pump. This medwatch report is related to MDR 2050012-2014-00303.

Manufacturer narrative:
The ratio pump was returned and tested in-house. The event was not duplicated with the returned part. The ratio pump performed to specifications when tested in-house.

Event description:
The customer reported falsely elevated sodium (na), chloride (cl), potassium (k), carbon dioxide (co2), and calcium (ca) results, for several patients, involving the unicel dxc 600 synchron system. This report is one of two referencing the patients on the event date noted. The customer stated the falsely elevated results were not released out of the laboratory. There was no patient injury associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.